Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse (cn) reported that a dialyzer blood leak occurred at the end of a patient¿s hemodialysis (hd) treatment. Additional information as obtained through follow-up with a registered nurse (rn) from the facility. The rn said the blood leak was external. A small amount of blood was observed leaking externally from the header of the device, just before a technician began to return the patient¿s blood. The machine, a fresenius 2008t machine, did not produce any alarms. There was no physical damage noted on the dialyzer. The rn stated the patient¿s treatment was able to be continued on the machine, and the majority of their blood was returned. The patient¿s estimated blood loss (ebl) was less than 50 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. No additional treatment was needed because the patient had completed treatment. The dialyzer was stated to be available for manufacturer evaluation.

Event description:
A user facility charge nurse (cn) reported that a dialyzer blood leak occurred at the end of a patient¿s hemodialysis (hd) treatment. Additional information as obtained through follow-up with a registered nurse (rn) from the facility. The rn said the blood leak was external. A small amount of blood was observed leaking externally from the header of the device, just before a technician began to return the patient¿s blood. The machine, a fresenius 2008t machine, did not produce any alarms. There was no physical damage noted on the dialyzer. The rn stated the patient¿s treatment was able to be continued on the machine, and the majority of their blood was returned. The patient¿s estimated blood loss (ebl) was less than 50 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. No additional treatment was needed because the patient had completed treatment. The dialyzer was stated to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer with the corporate provided port caps attached. The fibers were wet and there was blood in the threads of the header cap on the non-cavity ID end. During the visual examination, a polyurethane (pu) sliver was found on the non-cavity ID end, at approximately 85°, with the dialysate ports situated at 0°. The dialyzer was subjected to a laboratory leak test in which the dialyzer was submerged under water and pressurized incrementally. There were no leaks during the test, possibly due to coagulated blood. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon removal of the header cap, it was noted that the pu sliver extended under the o-ring which would compromise the seal and cause an external leak. No other damage or irregularities were noted on the sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.